Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer's facility. The fse obtained the alarm logs which indicate the alarms occurred at the piic, as expected. The pam alarm was paused at 1054 hours. The alarm pause inhibits all alarms for a given period, here, 3 minutes. This is the reason why a new pam alarm was generated again at 1057 hours, which was then silenced at the bedside monitor. After a review of the alarm log by the fse and philips remote support engineer (rse), it was determined that there was no indication that the piic malfunctioned. This information was provided to the customer via email. No subsequent calls were noted. The device remains in use at the customer site. No further investigation or action is warranted at this time.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a failure to alarm for asystole and pam alarms on their philips intellivue information center (piic). It was further reported that the patient expired on (B)(6) 2020 at approximately 1100 hours.